Manufacturer narrative:
Continuation of d10: product ID: tm90t0, serial# (B)(6), product type accessory product ID: a820, serial# unknown, product type software product ID: hh9020tdd, serial# (B)(6), product type section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device to an implantable pump infusing an unknown drug for non-malignant pain. It was reported that going on for a while the patient's communicator and handset were not working correctly. The patient had to constantly restart the handset because it would give them messages like something went wrong or the writing on it said something that made them feel like the bolus was not completed. Sometimes they would get an alert that the connection was interrupted and it said to exit and restart. The patient had to do this several times a day now. The patient noted it was taking forever to do a bolus whereas because it would get stuck at 90%. The patient kept the communicator charged but it constantly showed it was not charged. The patient stated that they would see the amber/red right away and they would need to continuously charge the communicator to get it to work. During the call, the patient was walked through resetting the handset and clearing out of the data in the application. The patient was able to connect to the pump; however, the communicator issue was not resolved. A replacement communicator was requested.